Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color, it was removed. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color, it was removed. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the unknown vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and unknown sheath were retracted together until bleed-back slowed or stopped. The physician had their thumb on the plug deployment button during retraction. The indicator window showed red, and the indicator wire loop was deployed and visible upon removal, with no anomalies noted. The device was not deployed outside the patient¿s body. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis >50%. The target femoral site had not been previously closed within thirty days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The procedure was a lower limb artery stenosis surgery using a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed because the unit was received already locked and fully deployed. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was performed on the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was received fully deployed with the window in the black/white/red state. Magnified evaluation was within specification. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received with the window changed to the red/white/black position, indicating proper change of the color. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that the physician had their thumb on the deployment button during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color, it was removed. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the unknown vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and unknown sheath were retracted together until bleed-back slowed or stopped. The physician had their thumb on the plug deployment button during retraction. The indicator window showed red, and the indicator wire loop was deployed and visible upon removal, with no anomalies noted. The device was not deployed outside the patient¿s body. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis >50%. The target femoral site had not been previously closed within thirty days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The procedure was a lower limb artery stenosis surgery using a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.